Event description:
The device was removed from clinical service with a note stating "not working". There was no tracking (nurse, pt, location) info included on the note. There was no incident report generated with the serial number attached. The device was returned for testing and investigation. The device failed the delivery accuracy performance verification test. There was no add'l info available.